Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
The patient collapsed and presented to the emergency room. The patient's heart rate had decreased and no ventricular pacing was being delivered. The device was interrogated and it was noted that the right ventricular (rv) threshold was high. The loss of ventricular pacing was due to oversensing on the rv lead. The rv lead was capped and replaced and the patient was stable.